Event description:
Surgery nurse called to say that patient has an infection in the pocket area. Pocket infection post (B)(6) 2024 gen change. Patient had his generator explanted on (B)(6) 2024 according to surgery nurse (B)(6). Model 37800 sn (B)(6). Infection is being treated. Patient will have a debridement possibly (B)(6) and then has a follow up appointment on (B)(6). Implant date will depend on how the patient is healing.